Event description:
An alarm issue was reported by the customer, involving alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to perform various troubleshooting steps, including tightening connections, delivering boluses, and checking for visible issues with the cartridge. Eventually, the customer changed supplies and resumed insulin therapy.